Event description:
It was reported that a device was used during a sigmoid resection. The surgeon fired the device, and was having great difficulty in getting the device to fire. The surgeon then tried to open the device. The device was stuck in the bowel. Once the device was cut out of the bowel, the surgeon noted that the device stapled but did not cut the tissue. Another device was used to complete the case. There were no other consequences to the patient.